Manufacturer narrative:
This report is submitted on may 28, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics and a topical steroid (date and duration not reported).

Manufacturer narrative:
It was reported that patient's implant site was partially debrided and cauterized with silver nitrate due to granulated tissue build up at the site. Subsequently the patient was treated with a topical antibiotic and a topical steroid. The site has reportedly since healed as of (B)(6) 2018. This report is submitted on june 28, 2018.